Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensors were not working properly. The customer states the sensor is not inserting. The customer states their blood glucose level is high, but does not know the actual value. Troubleshoot for the serter was conducted. The customer states the inserter will not fire the sensor into the customer's body. The customer states the sensor needle had broken and gotten stuck in the serter. The customer was assisted in removing needle. The customer will be sent out two replacement sensors, and will monitor the device.